Event description:
The customer reported that the system displayed poor image quality and will not save cine runs.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the system hard disk drive and software, loaded software and configured system check operation of cine by booting, recording, and playing back cine runs. The system operates as intended.